Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the probable cause is reasonably suggested from known information to be some form of stress, such as component damage or deterioration, device mis-operation during reprocessing, or compatibility issues. The most probable cause of this complaint is anticipated or random component failure, not a design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the bronchovideoscope exhibited looseness at the connection between the bending tube and the distal end, due to damage to the bending tube. There was no patient involvement.